Manufacturer narrative:
Unit received with blank display due to cracked lcd glass. No white display noted. Unit received with scratched case pillowing keypad overlay and cracked select button keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had issue with the screen. Customer reported that the insulin pump had cosmetic damaged. There was crack above the front keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.